Event description:
To whom it may concern: in (B)(6) 2011, I had an ivc filter implanted (angiotech) which I believe caused my lymphedema. After seeing my family doctor, finally I was sent to a vascular doctor who read the report and told me I didn't have a blood test that the ivc filter was temporary and should have been removed. I now wear pump 2x a day. No one ever told me this. In (B)(6) of this year, I went to (B)(6) to have it removed. No doctor here would do it because it was tilted and embedded. It has relieved some of the lymphedema but I still need to continue the pump. I have contacted 2 law firms and one recommended I write to you; the other wants to pursue it which leaves me with more questions. The filter was an angiotech.